Event description:
It was reported that occlusion alarms occurred on pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the occlusions were caused by blockage in cartridge and customer replaced supplies as necessary and resumed insulin therapy.